Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "the part where the blade is snapped on the handle broke during the manipulation". Alleged issue reported occurred prior to use on a patient. It was reported there were no patient consequences. A new device was obtained for use.

Event description:
Customer complaint alleges "the part where the blade is snapped on the handle broke during the manipulation". Alleged issue reported occurred prior to use on a patient. It was reported there were no patient consequences. A new device was obtained for use.

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the base of light guide is broken. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The manufacturer reports that the device is inspected prior to release thus it is confirmed that it left the manufacturing facility fully functional. It seems as though the device sustained unexplained physical damage.